Event description:
Complainant alleged that during biomed testing they were unable to attach the multifunction cable, the connector was found to be missing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The product has not been received for eval and a follow-up report will be submitted when our investigation is completed.